Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Five opened and sixty-six sealed representative samples were available for evaluation. Visual inspection of the opened products noted five suture threads and four needles. The sutures were returned fully wound within the retainers. Three of the needles were returned disengaged from their suture threads. One needle was attached to the suture thread. The suture was broken from the needle attachment point. Upon microscopic inspection of the disengaged needles, normal crimp and swage marks were noted. The needle swages were filled with suture material, indicating the sutures broke at the swage. The foil pouches were inspected and no signs of damage or abnormalities were identified. Functional testing on the opened suture samples was precluded. Visual inspection of the representative samples noted no abnormalities. Functional testing of the representative samples noted that the breathable pouches were opened without any tears of the packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto a machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling or loading the sutures into the machine. The machine then pulled the sutures until the needle disengaged from the sutures. The load force at the point of detachment was measured and were found to meet the mean and individual specifications. The needle attachment strength of one sample tested well below that of the others. It was reported that the needle detached and the suture broke minutes into the surgery. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sl-5687 sl-5687 polysorb* 5-0 und 45cm p13 x36 - (lot#d4a3430fy); sl-5687 sl-5687 polysorb* 5-0 und 45cm p13 x36 - (lot#d4a3430fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open surgery, while suturing the skin, the needle detached and the suture broke minutes into the surgery. The same issue occurred on the second suture. A new suture from a different manufacturer was used to resolve the issue. There was no patient injury.